Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated out of the prevesical space when the patient sneezed, causing discomfort. The reservoir was moved back to the correct location. No patient complications were reported.